Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp support was initiated via femoral access in a 64-year-old female presented with acute myocardial infarction and cardiogenic shock, with a history of coronary artery disease and diabetes mellitus. The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support and was supported with an impella pump. During support, hemolysis was noted with laboratory findings and hemoglobin present in the urine. Echocardiographic assessment initially demonstrated acceptable positioning; subsequent imaging demonstrated the device tracking beneath the papillary muscle. Device performance levels were reduced, and volume was administered as part of clinical management. Due to persistent hemolysis and device position, the decision was made to explant the device rather than reposition. The patient remained stable following removal. The impella cp will be coded for the following. Hemolysis, device in wrong position, and medical device removal. These findings occurred in the context of patient anatomy, positioning, and critical illness during mechanical circulatory support. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient survived.

Manufacturer narrative:
Section d catalog number was corrected. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely due to pump was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.